Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. A 3.50 x 32mm synergy stent was advanced to treat a stenosed target lesion. The stent could not cross the lesion and after many attempts, a strut was lifted. There was no serious injury or adverse patient effects.

Event description:
It was reported that stent damage occurred. A 3.50 x 32mm synergy stent was advanced to treat a stenosed target lesion. The stent could not cross the lesion and after many attempts, a strut was lifted. There was no serious injury or adverse patient effects. Device evaluated by MFR.: synergy ous mr 3.50 x 32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured, this is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Manufacturer narrative:
Device is combination product.